Event description:
It was reported by maude event report# (B)(4), which is attached to this report, during a thoracic procedure, the endoscopic clip applier was not fully closing endoscopic clips.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: I was able to talk to several of the staff members that were part of this case. Their responses are below. Which firing of the device did this event occur on? The initial, and then subsequent when checking the device. What vessel or structure was the device fired on at the time of the event? None, the initial check was performed away from the patient. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? None. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? All firings were outside of the patient. Subsequent firings were attempted onto a sterile surgical towel.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.